Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2014. The lead pin was reinserted in the generator header and the high impedance was resolved.

Event description:
It was reported that device diagnostics following generator replacement showed high impedance. It was reported that multiple postural diagnostics were performed to rule out a positional lead break. The patient was sent for x-rays. X-rays were sent to manufacturer for review. Review of the x-rays identified that the lead pin did not appear to be fully inserted into the generator header. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contribute to the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date.